Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of greater than 200 ohms and bipolar pacing impedance measurements greater than 3000 ohms on the left ventricular (lv) channel through the device that was being explanted during this elective upgrade procedure. Additionally, shocking impedance measurements were greater than 125 ohms with the device which was an attempted implant during this procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. High powered microscopic visual inspection of the lead barrels and header of the device noted the header was slightly loose from the case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Manufacturing enhancements have been implemented to make the header bond more robust.